Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found excessive medical adhesive on the atrial ring contact spring which interfered with the contact between the ring contact spring and the device¿s ring slot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.